Event description:
Philips received a complaint from customer biomed reporting the navigation ring was not working properly on the v60 ventilator. The device was not in clinical use; the issue was identified during preventative maintenance activities. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the navigation ring was not responding to user command. The rse determined replacement of the front bezel was the necessary correction. A manufacturer's product support engineer (pse) replaced the front bezel without the navigation ring. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.